Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded a high, out of range shock impedance >125 ohms. The patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Event description:
Boston scientific received information that this patient's implantable cardioverter defibrillator (ICD) was beeping. There had been a high, out of range shock impedance measurement recorded. Additional information indicates that the plan is to continue monitoring the patient. There was no action or intervention taken. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this implantable cardioverter defibrillator (ICD) was explanted. The right ventricular (rv) lead was capped. No adverse patient effects were reported.